Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a femoral artery intervention with a 6.0x40 mm armada 35 dilatation catheter, during the third inflation at nominal pressure, fluid was noted to be leaking from the hub of the device. Another armada was used successfully without further incident. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned, which may have assisted in determining a root cause. The lot history record was reviewed and identified no exceptions related to this lot for inflation issues or leaks. The complaint history for this lot was reviewed and identified one similar incident. Based on an expanded evaluation, it was possible that the inflation issue may be related to manufacturing. Manufacturing was notified and corrective actions (if any) will be processed per internal operating procedures. This issue will continue to be monitored.